Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise. No intervention was reported. There were no patient consequences.

Event description:
New information received noted that the right ventricular lead was capped on (B)(6) 2024 and replaced. Patient condition was stable.